Event description:
The user's hearing performance with the device is affected. On the (B)(6) 2019 the user presented to the clinic and the parents reported that the child had not been able to hear for 5 days. It was initially reported that there were no reports of any trauma, fever, redness or swelling around the implant site.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Other damages found are most likely related due to explantation surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's hearing performance with the device is affected. On the (B)(6) 2019 the user presented to the clinic and the parents reported that the child had not been able to hear for 5 days. There have been no reports of any trauma, fever, redness or swelling around the implant site. No other medical problems were reported. Reimplantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. On (B)(6) 2019 the user presented to the clinic and the parents reported that the child had not been able to hear for 5 days.